Event description:
Customer reports lancet sticks out after being fired while using the softclix lancet device. Customer reports she accidentally stuck herself while putting device into the carrying case. No treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.